Event description:
Impedance out of range post MRI; device being returned for analysis. Therapy was tuned off once out of range impedance noted. Pt did report no worsening of symptoms. Per md, patient had was ordered an MRI by neurologist, the device was turned off, once it was turned back on, the impedances were noted to be out of range (high). The device was then turned off and the patient was sent for a revision/battery replacement. (B)(6)2025 impedances: c & 2 =19763, c & 3 = 483 and 2 & 3 = >20000 ohms. Battery was changed (B)(6)2025, impedances post-replacement: c & 2 = 454, c & 3 = 492 and 2 & 3 = 720 ohms. Surgeons stated that "I feel like a screw was loose" during the time the old battery was being detached.

Manufacturer narrative:
Reported to sales rep. Device returned for analysis, results pending.